Event description:
It was reported that this pacemaker exhibited an abrupt decrease in longevity from 6.5 years to 3.5 years within 6 months. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was explanted and will be returned for evaluation. This device is included in the hydrogen induced premature depletion pacemakers advisory originally communicated on (B)(6) 2018.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is part of the hydrogen induced premature depletion advisory population. Patient code 3191 was used to capture surgical intervention.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this pacemaker exhibited an abrupt decrease in longevity from 6.5 years to 3.5 years within 6 months. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was explanted and will be returned for evaluation. This device is included in the hydrogen induced premature depletion pacemakers advisory originally communicated on september 10, 2018.